Event description:
The device evaluation noted a non-reactive downstream occlusion sensor. The event occurred during testing; there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing noted a non-reactive downstream occlusion sensor. The sensor was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.